Event description:
Patient is suffering from pain and reduction of mobility. Has not yet been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was reported that: root cause: undetermined ¿ insufficient information. From the information available it is not possible to determine the reported failure of this hip implant. The fracture and off-label use are likely contributors and it is unlikely to be a depuy implant-related cause. It is unlikely there is a manufacturing fault. It is likely in this cases that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then further investigation shall be completed.